Manufacturer narrative:
Manufacturer report no.: 253983. Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the ultrasonic sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. With low ultrasonic readings it would make the pump more sensitive to air-in-line and upstream occlusion alarms causing the reported symptom. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.